Manufacturer narrative:
Correction: part number, 510(k), procode, device manufacture date and unique device identification (UDI) updated to proper values.

Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the system functioned with specifications. No issues were reported. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that while verifying the accuracy of the software during a surgery, the software showed that navigation was on the opposite side of the head from where the rep was touching on the patient. The site proceeded without navigation. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.